Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. On a post-operative day (pod) 735, the valve was explanted due to the reported failure mode of regurgitation. A 29mm valve was implanted in the aortic position on the same day. The patient was reported to be alive. During the index procedure, the patient was noted to be borderline anatomically suitable, with a right atrial systolic height of 55.5 cm. Post-deployment, none to trace transvalvular tr and none to trace pvl were observed. Final valve position was within 0-5 mm of the annular plane, with no device instability, malposition, or adverse events reported. Intra-procedural imaging was limited by poor echo quality, including anatomical and catheter shadowing. Leaflet capture challenges were noted, including difficulty with unpinning.